Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. Following pre-dilatation, a 2.25 x 16mm synergy drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and upon removal, the edge of the stent struts were found to be lifted. The procedure was completed with another of the same device. No patient complications were reported.